Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41mg/dl. Customer stated that they had sensor error, lost sensor, and tape not sticking issues. The customer treated for the low blood glucose with soda and chocolate. Customer's blood glucose level was 125mg/dl at the time of the call. The insulin pump will not be returned for analysis.